Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the incident reported breakage of cannula at hub level. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of procedure or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from the (B)(6). (B)(4). This initial serious case report was received on (B)(6) 2021 from a dentist. Course of events: the report described a canula breakage at the hub of the suspected device ultra safety plus twist 30g short during dental local infiltration anaesthesia of deciduous tooth in a (B)(6) male patient. The piece of cannula could be extracted by the dentist without problem, using a pair of tweezers. No information was provided on the number of injection, if there was an extreme pressure applied or a sudden movement of patient during the procedure. At the time of this report, no injury occurred on patient. Other information on product: septodont batch number #f51749aa, expiry date: unknown. Sender comment: causality assessment on 18-jun-2021 by (B)(6), on initial information received on (B)(6) 2021: seriousness: serious. Expectedness: needle issue: unexpected gb. Embedded device: unexpected gb. No adverse event: unexpected gb. Causality: latency - compatible, recognized association - no, analysis - based on the first information available, the incident reported breakage of cannula at hub level. Causes of needle breakage include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of procedure or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. The causal relationship was not assessable dechallenge - n/a, rechallenge - n/a. Concluded causality who: not assessable.